Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate antitachycardia pacing (atp) and shocks for atrial fibrillation with rapid ventricular response (rvr). Therapy was exhausted in the ventricular fibrillation zone. Sustained rate duration (srd) detection enhancement had appeared to have timed out. A boston scientific technical services consultant recommended increasing the duration of srd or turning it off. Information received from the local area sales representative indicated adjustments to srd were made. To date, there have been no adverse patient effects reported.